Manufacturer narrative:
A review of the manufacturing records has been conducted. The device remains implanted, so no device analysis could be conducted. The review of the manufacturing records verified that the device met all pre-release specifications.

Event description:
It was reported that the physician implanted a helix septal occluder on (B) (6) 2010 to close an atrial septal defect. On (B) (6) 2010, the patient presented with atrial fibrillation. The patient was administered sotalol which resolved the atrial fibrillation. The patient was prescribed a holter monitor and was last reported in sinus rhythm with no signs of arrhythmia and doing well.